Manufacturer narrative:
Section d4: UDI and expiration date: corrected manufacturer's investigation conclusion: the reported event of the system controller having low volume issues was not confirmed. There are no indicators pertaining to the volume of audio in the log file. The system controller, serial (B)(6), was returned for analysis. The controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The speakers were visually inspected, and no debris was observed. The speakers on the controller were individually tested with a sound meter, while a self-test was performed on the controller, and were above the minimum decibel level per design. A root cause for the reported event was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the system controller was exchanged, and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had volume issues with a system controller they received last month. The volume was tested in clinic by verifying with another controller and the volume issues were confirmed. With a self-test, the tones were not as loud and sounded off the normal timing. When the patient cable was unplugged from the battery, the tone was not as sharp or as long as it should be. A replacement system controller was requested.